Event description:
It was reported that during the testing phase, six needles from the same lot had a hissing sound. This icerod cx 90 degree needle/vl was selected for a renal cryoablation procedure. During the testing phase, while outside the patient, the needles hissed like there was an air leak along the needle. A new needle was used to complete the procedure successfully without sequela.

Manufacturer narrative:
Device eval by manufacturer: it was initially reported that six needles from the same lot had a hissing sound, however the six needles that were returned and audible noise was confirmed were from two lots (u3242 and u3235). This icerod 1.5 cx 90 degree needle (u3242) was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were found. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A high-pitched noise was heard during the confidence test, but no gas leaking was observed. Vibrations of the heat exchanger can be heard as a rattling or hissing sound. This sound has no effect on performance or safety of the device. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured within specification for the icerod 1.5 cx 90 degree needle. The device passed the two-minute confidence test, produced an ice ball of sufficient size. Even though the audible noise was observed, an air leak along the needle was not confirmed.

Event description:
It was reported that during the testing phase, six needles from the same lot had a hissing sound. This icerod cx 90 degree needle/vl was selected for a renal cryoablation procedure. During the testing phase, while outside the patient, the needles hissed like there was an air leak along the needle. A new needle was used to complete the procedure successfully without sequela.